Manufacturer narrative:
(Surgical intervention required, extended or time, extended hospital stay). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, stapling was done only at 60 percent. The procedure was completed by manual suturing. The surgical time was extended by 30 minutes or more . The event led to extended patient hospitalization.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.